Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source lamp was not working properly with poor/low light and image issue. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5, h4, h6, h11. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received from customer that due to cooling fan not working xenon lamp stop working after some time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, d9, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp turn off due to overheating, a definitive root cause could not be established. Based on the results of the investigation, it is likely that the following led to the malfunction: dark image due to poor light due to lamp turning off due to overheating due to fan failure, faulty emergency lamp, damaged front panel and missing rear foot are traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing. There was no patient involvement.